Manufacturer narrative:
Valve is in queue for investigation, to be completed by first half of (B)(6). At that time, it is expected that a follow-up report will be sent with the conclusions of the investigation. Prior occurrence of this type of field report is 16 total in history of the device, or about 119 ppm recurrence rate. In 11 of the 16, the product was able to be returned and investigated and all were found to be in conformance with specs. There has not been a confirmation of malfunction thus far. The main issue is some sort of mechanical interference. In the mitral position, it is usually interference with retained mitral apparatus. The surgeon has indicated that the patient had physiological issues, which suggest interference with the valve function.

Event description:
Surgeon states leaflets not working properly. Patient had highly calcified annulus (mitral valve). Surgeon stated he was not blaming the on-x valve. Just wanted onxlti to examine it and provide comments. The patient had physiologic issues (relative to interference with valve). The event is being reported only because the investigation is not yet complete. Event occurred intra-operative. (Event occurred at (B)(6)).